Event description:
It was reported that stent damage occurred. The 98% stenosed, 3mm x 24mm, target lesion was located in the severely tortuous left anterior descending artery. A 24 x 3.00mm promus premier drug-eluting stent was advanced for treatment. Howerver, it was noted that the tip of the catheter and the stent struts were kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 3.00mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent found stent damage with struts lifted and on distal rows 6 and 7. The undamaged crimped stent od (outer diameter) was measured by a snap gauge and the result is within max crimped stent profile measurement. The tip was visually and microscopically examined and tip damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found a hypo tube kink 176mm distal to the strain relief. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 98% stenosed, 3mm x 24mm, target lesion was located in the severely tortuous left anterior descending artery. A 24 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the catheter and the stent struts were kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.